Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "the patient had a total hip on (B)(6) 2020. She had a stryker cup and competitor stem/ head. She had infection symptoms, so the doctor did a washout with a head/ liner exchange." Right hip.